Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and released in compliance with applicable standards. Review of patient files provided with limited data revealed that during follow-up dated on (B)(6) 2026, a low atrial sensing at 0.3 mv. The impedance measurement was about normal values. The atrial capture threshold was measured at 4v. Given those findings, an atrial lead dislodgement may strongly be suspected. However, as no x-rays were provided, it is not possible to visually confirm it. Lead dislodgement likely occurred due to external factors, such as patient physiology, or physician preferred implant site, etc. Lead dislodgement is a well-known potential complication associated with such implantable devices that are discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, possible dislodgement of the lead. No re-intervention is planned, lead has been electrically abandoned, device has been programmed to vvi. For now, no further action is planned.